Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was evaluated and the reported event could not be confirmed as device or photos were not received. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue has been investigated, and is attributed to a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. The products in scope have been recalled as part of previously initiated corrective action. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet as it is currently implanted. The investigation is currently in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a knee arthroplasty, the patient followed up with their doctor and it was discovered that the patient's patella pegs were in the beginning stages of shearing off. The patient is being considered for a possible revision procedure. Attempts have been made and additional information on the reported event is unavailable at this time.